Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the instrument was found with a frayed cable at the distal idler pulley. The frayed cable section is approximately 0.05 in length. The idler pulley was found with indentation on the surface and the edge. The instrument has 3 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the wires were loose at the tip of the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.